Event description:
The user stated they had an alcohol result that wasn't consistent when repeated. The initial result was -1.45 mg per dl. The sample also had a chemistry profile ordered that needed to be repeated due to a sampling issue caused by a bubble. The alcohol was repeated along with the chemistry profile and a result of 0.48 mg per dl was received. The user repeated the alcohol again and a result of -0.85 was received. The user thinks the second test result may have been generated using an increased sample volume, resulting in a "concentrated" sample, however, this has not been confirmed at this time. The erroneous result was not reported. The investigation is ongoing. If additional information is received, appropriate notification will be provided.